Event description:
Boston scientific crm received information from the patient that this right atrial (ra) lead needs to be repositioned. The patient also noted muscle stimulation. The lead has been turned off and a lead revision procedure was planned. The right ventricular lead was revised. All available information indicates that this lead remains in service.